Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.